Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at proximal side of fiber/glass cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the glass cap exhibits moderate devitrification at output window; the tip was not missing; the outer flow tubing and metal cap do not exhibit signs of melting at the location of fracture; the fiber exhibits scratch marks on outer flow tubing near the open end. Probable root cause: based on the device analysis, the product complaint "energy was firing from tip of fiber; tip was missing" could not be confirmed, the glass cap proximal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules used: 23,000. Time expended: 5:07. The fiber tip (cap) was not cleaned during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure "fiber tip came undone and became end firing." The procedure was completed using a second fiber. There was "no injury" to patient reported.